Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level ranged from 100 to 229 mg/dl. As the customer had changed the cartridge and infusion set, tandem technical support was unable to perform a system check to determine a possible cause of these past occlusions.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.